Event description:
It was reported that during the implant procedure, the tined lead would not stay in position. The physician decided to use a screw-in lead and it was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned, analysis was performed and no anomalies were found. (B)(4).